Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force.

Event description:
During servicing of an electrode belt that was returned for investigation into a patient death allegation, a reportable malfunction was found. The electrode belt failed incoming functionality testing. There is no indication that the malfunction caused or contributed to the patient's death as the patient was in a non-treatable rhythm at the time of device shutdown.